Event description:
It was reported that this implantable cardiac monitor was explanted due to infection. This device is expected to be returned for analysis. Eventually, this device was in fact, returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable cardiac monitor was thoroughly inspected and analyzed. No failing conditions were found. The performed analysis is not able to provide relevant information for infection-related allegations.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor was explanted due to infection. This device is expected to be returned for analysis. No additional adverse patient effects were reported.